Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the arteriovenous fistula. A 5.00 mm/2.0 cm/90 cm peripheral cutting balloon was selected for use. During third inflation at 10 atmospheres for 30 seconds, the balloon burst. The procedure was completed using an alternate device. No patient complications were reported.